Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. It should be noted that the perclose proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are being filed under separate manufacturer report numbers. (B)(4).

Event description:
Suture placement was attempted using one proglide device in each of four access sites, prior to a catheter ablation procedure using the pre-close technique. However, a cuff-miss occurred at two of the four access sites. It was reported that suture placement in a right common femoral vein was attempted with two proglide devices using the pre-close technique via a 7f sheath prior to a catheter ablation interventional procedure. Reportedly, a cuff miss occurred with both proglide devices. The sutures of one new proglide device were successfully pre-placed. An attempt was made to pre-place the sutures of another proglide device in another access site, in a right common femoral vein, via a 9f sheath prior to the catheter ablation interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment (cuff miss). The sutures of one new proglide device were successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at both access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.